Event description:
A dialysis nurse reported a transfer set in which leakage was detected when the clamp is closed during pt use. During eval, the root cause was determined to be a broken occluder foot. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
Eval summary: results indicate the confirmation of broken occluder feet. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventive measure as appropriate.